Event description:
It was reported that a patient underwent c5-6 cervical fusion surgery using a cervical plate system. Approximately 23 months post-op, it was reported that the patient has not fused. Patient reported that the doctor only implanted two screws in on the right and none on the left and that the surgeon admitted to forgetting to place the screws on the left. The surgeon told the patient the construct "was fine with only two". Two other surgeons have told her that the plate should have all four screws intact and that is why she did not fuse. No other information was obtained from the patient.

Manufacturer narrative:
(B)(4).